Event description:
On (B)(6) 2026, a 67-year-old male patient underwent a thrombectomy procedure using the artrix system of devices. During removal of the device the sheath failed at the distal portion. Additional surgery was performed to retrieve sheath tip and sheath.

Manufacturer narrative:
Manufacturer reference number (B)(4). The suspect device has been received by the manufacturer, and a full evaluation has been completed. The assigned root cause of the tip separation a fatigue failure due to excessive force and tortuous patient anatomy. As significant scratching damage was observed along the dilator and sheath shaft surfaces, it is likely that the sheath was inserted through tortuous anatomy with hardened organic material like chronic calcified clot. This tortuous anatomy likely created resistance when advancing or retracting the device leading to the observed fatigue failure. Device labelling warns against advancing and retracting the device in the presence of excessive force, as it can cause device damage. The device identifiers were provided and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The stryker peripheral vascular medial affairs team determined the artix device likely contributed to the patient's need for a venous cutdown. The device labelling lists additional surgical intervention as a possible adverse event associated with use.